Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the wrong syringe size or manufacturer was selected for the respective drug profile, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. B3 and h4 are unknown.

Manufacturer narrative:
Serial # and PMA/510k are unknown; no further information provided at this time. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that syringes under delivered and syringes not detected by the pump. When infusing via the pump, two syringes - 1ml and 3ml - sometimes, it was found that medication remained; and that the pump would not recognize the syringes. No patient injury reported.